Event description:
Post coronary dilation, the shaft of the coronary balloon (nc trek) broke while the balloon was inflated leaving the balloon and part of the shaft behind in the patient. The balloon deflated and the physician was able to retrieve the entire shaft and balloon with a guide liner. No patient harm.